Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The surgeon reported a symptomatic reherniation occurring laterally around the barricaid implant in an early 2024 implant patient. Follow-up discussions indicated the surgeon initially planned to address the reherniation while leaving the implant in place; however, during the reoperation performed on (B)(6) 2026, the surgeon confirmed a large reherniation. Available ap fluoroscopic images do not provide enough information about mesh positioning. The mesh was removed using a scalpel /pituitaries. The anchor was confirmed to be firmly in place and countersunk.